Event description:
It was reported to baxter (B)(4) that a colleague infusion pump english v1.7 experienced a malfunction of the main light emitting diode (led) not lighting up when plugged into the main supply. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of the main light emitting diode (led) not lighting up when plugged into the main supply cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. However, the customer has inspected and repaired the device themselves on-site. Upon further review, quality engineering has confirmed the reported condition. The root cause was assigned to a fuse issue. The customer repaired the main inlet fuses to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.